Manufacturer narrative:
Corrected data: d4 ¿ UDI. One device was received for evaluation. Visual inspection found the device to be in used condition, a scratched lcd lens, worn battery door, damaged battery compartment, peeled downstream occlusion (dso) seal, worn upstream occlusion (uso) seal, and cracked front housing. There was no evidence in the event history log. Functional testing was unable to duplicate the reported problem. The device functioned as intended. The service history review had no indication that the complaint was related to a service of the device within the review period. The investigation determined the dso and uso seals were peeled and worn. The dso and uso seals were replaced.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited an upstream occlusion. The event occurred during preventive maintenance inspection. There was no patient involvement and no patient harm.